Event description:
It was reported that the pulse generator exhibited atrial oversensing via a merlin.net transmission. No intervention was reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.